Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2018 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted successfully, and the mr was reduced to grade 1-2. On (B)(6) 2023 a secondary mitraclip procedure was performed to treat recurrent mr grade 3-4 due to the previously implanted clip detaching from the anterior leaflet. Bleeding of the vena iliac communis and a drop in blood pressure was noted while inserting the steerable guide catheter (sgc). Subsequently, the procedure was aborted with no additional clips implanted and no change in mr. A stent was placed, and the patient was transferred to the intensive care unit. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation/slda was unable to be determined. The reported recurrent mitral regurgitation was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional steerable guide catheter device referenced is filed under a separate medwatch report number.